Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump. The customer¿s blood glucose was unknown at the time of incident. Customer stated that he was in a motorcycle accident and the insulin pump was scratched and unable to read the screen. Customer stated that the accident was not diabetes or insulin pump related. Customer also reported that the insulin pump had a keypad anomaly and the esc and act buttons were stuck. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was being replaced and was expected to return for analysis.